Manufacturer narrative:
Follow up report 1 (device evaluation): the complaint device was not returned to boston scientific; therefore, product analysis could not be performed. Conclusion code was updated to "no problem detected" was selected based on lack of objective evidence of a device defect/malfunction and passing product record reviews. It can be concluded that unknown factors most probably contributed to the event. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (wand) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this pacemaker exhibited difficulties to interrogate. Technical services (ts) referred the health care professional (hcp) to the local field representative for troubleshooting recommendations. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited difficulties to interrogate. Technical services (ts) referred the health care professional (hcp) to the local field representative for troubleshooting recommendations. No adverse patient effects were reported. This pacemaker remains in service.